Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. On a certain date in 2002 at 9:30am, the pt's blood glucose results were 130 mg/dl (left hand's finger), 50 mg/dl (right hand's finger), over 200 mg/dl (left hand's finger) and 150 mg/dl (right hand's finger). Tests were done within 10 minutes. Pt did not experience any adverse events. No further info has been reported. "They are using unicheck strips with this one touch basic meter. Control solution result was 146 (114-171) checkstrip test was (77-103). "Pt's applying blood technique incorrect. No further info has been reported.